Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex disposable anesthesia breathing circuit was damaged and leaking after one day of use. A leak check was performed prior to use and confirmed no leakage. No patient injury was reported.

Manufacturer narrative:
The reported device was returned for investigation. The device was received inside a plastic bag with its original opened packaging. The returned device did not include the breathing bag and the patient elbow with gs port. Visual inspection found that the device had several tears on the tube. The device did not pass functional leak testing. Investigation could not determine the root cause of the tears; however, no evidence was found to suggest a manufacturing issue. (B)(4).